Event description:
It was reported that there were automatic mode switch (ams) episodes from noise oversensing on the right atrial (ra) lead and the patient's right ventricular (rv) lead had noise oversensing resulting in pacing inhibition. Both ra and rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.